Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, angina pectoris and restenosis occured. In (B)(6) 2007, the target lesion was located in the 1st diagonal (per core lab distal left anterior descending lad) with 90% stenosis and was 4.00 mm long with a reference vessel diameter of 2.70 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent with 0% residual stenosis. The subject was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the subject presented with pressure like chest discomfort in the substernal area,worse with exertion. The subject also complains of dyspnea with minimal exertion. The subject was diagnosed with unstable angina (ccs classification: iii) and was hospitalized on the same day. One month prior, the subject had consultation visit for the same. At that point of time, cardiac catheterization was recommended. Coronary angiography performed. The subject was referred for percutaneous coronary intervention (pci). The core lab report notes 34.75% stenosis of the target lesion distal lad with in-stent restenosis (isr) is pattern known 0, thrombus absent, 80% stenosis in mid lad was treated with placement of a 2.50 x 16 mm taxus ion drug-eluting stent with 0% residual stenosis. The next day the event was considered as resolved without residual effects and the subject was discharged on clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).